Event description:
A customer reported a number of patient samples with falsely elevated troponin ultra results. The physician questioned the results and the customer repeated all the pt samples on another centaur. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of these discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site and found that the bleach valves were malfunctioning. The fse changed valves v66-67 and there have been no further reports of issues from this site. The bleach valve issue was reported to FDA.